Event description:
In 2009, the lay user/patient contacted lifescan (lfs) USA alleging that her onetouch ultra meter was reading inaccurately erratic when performing consecutive blood glucose tests. The medical surveillance specialist spoke with the patient on may 15, 2009 and obtained the following information. On the afternoon of the day prior to original date, the patient reported obtaining blood glucose readings of "293 and 246 mg/dl" with the subject meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose readings does not exceed the expected value of <= 20% and or <= 20 mg/dl. In addition to the above allegation, the patient also reported that she felt the subject meter was reading inaccurately high. On the late evening of the month prior, while in switzerland, the patient claimed that she obtained an alleged high blood glucose reading in the "200 mg/dl" range with the subject meter (actual result unknown). As a result of the reading, the patient claimed she took an unspecified amount of novolog insulin and reportedly developed symptoms of "low blood sugar" 30 minutes later. The pt confirmed she became very shaky. In response to the symptoms, the patient reported that she drank orange juice and when seen by a physician at the hotel, was treated with 3 injections (type unknown) to raise her blood glucose. The patient denied testing on any other device. At the time of troubleshooting, the cca noted that the patient was using the correct testing technique and cleaning the puncture area properly. The patient did not have control solution at the time of the call to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient claims she became hypoglycemic and required treatment after taking insulin after obtaining readings on the glucose meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.